Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application became unresponsive when performing measurements of an implantable device after a sensing and impedance check. It was noted that the r wave displayed, however the impedance never resulted, with the buttons for start/end test remaining grayed out. Additionally, the menu button for the application was not responsive. The host tablet was powered off and back on, and the connection was reestablished with the device, allowing measurements to be rerun. No patient complications have been reported as a result of this event.